Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigation has shown that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the top of the inserter as well as the surface of the t-handle have been struck with hammer blows despite the given information. Based on these findings we can clearly indicate that excessive use finally resulted in the breakage of the t-handle. Some damages are also evident on the other parts of the inserter surface, possibly from previous use. The technique guide states that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide can be used. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. The device was manufactured in june 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-section of handgrip broke through the thread. There were no problems with the device during the surgery; the break was only discovered after the case had finished without incident. The surgeon and scrub nurse indicated that the inserter was not struck with a mallet, and there were no issues with it during the procedure. There was no reported patient harm and no delay of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.